Event description:
A femoral approach lead extraction procedure was performed. The physician described it as a difficult extraction due the lead being removed having a friable distal segment and an uncoiled conductor. Diffuse bleeding was noted. Most of the bleeding occurred, however, on the day a new lead was implanted. Ultimately, the pt did well.